Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window, broken reservoir tube lip and minor scratched lcd window.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but mentioned it may have been exposed to moisture when it was placed next to a sink. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 91 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.